Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that they were hospitalized due to hypoglycemia on (B)(6) 2025. The patient's blood glucose levels dropped to 47 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient stated there was too much insulin being delivered from the pod while in automated mode. They stated that all of the calculations were off which resulted in the low blood glucose levels symptoms reported include vomiting, being hot and sweaty, cold and shivers, and having severe chest and body cramps with shortness of breath. The ambulance was called, and the patient was transported to the hospital. The patient's parent stated that they did some blood tests and was administered fluids (unspecified) via intravenous. The patient was discharged after 4 hours.